Event description:
It was reported that there was as lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn, there was apparent explant damage and the lead was stretched; full lead returned and analyzed.